Manufacturer narrative:
(B)(4).

Event description:
Due to stock inspection we¿ve identified 2 x 18g jamshidi bone marrow biopsy needle (lot 0001395413) with needle protector to become detached within the packaging, which let needle of the device to puncture the packaging compromising the sterile barrier. I will be rejecting all our stock of (B)(4) x (lot 0001395413 & 0001390010) and sending back to you as it could result in potential injury for our workers or customers. Needle sticking through pack

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection it was observed that the detached needle protector next to the needle in the pouch therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers 0001395413, 0001390010 were performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A corrective action project was opened to further investigate and address this issue. This CAPA addresses package damaged from disconnected needle protectors, loose needle protectors, and bent needles. The updates will reduce the potential for needles being loose from protectors. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Event description:
Due to stock inspection we¿ve identified 2 x 18g jamshidi bone marrow biopsy needle (lot 0001395413) with needle protector to become detached within the packaging, which let needle of the device to puncture the packaging compromising the sterile barrier. I will be rejecting all our stock of 321 x (lot 0001395413 & 0001390010) and sending back to you as it could result in potential injury for our workers or customers. Needle sticking through pack.